Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens got stuck while advancing in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a piece of the optic and a haptic was torn off. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.